Manufacturer narrative:
Device passed displacement test and self test. Hardware low-level failures confirmed in device history with variable (009) due to software anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure. Customer was able to successfully clear the alarm. Customer is able to complete pump rewind. Self test did not passed. Customer's blood glucose value was 8.9 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.